Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation was performed. (No device received for evaluation). Inherent risk of procedure. Evaluation conclusion: (based on the information available no root cause can be determined). Unable to confirm complaint. Known inherent risk of procedure. (B)(4).

Event description:
Physician was attempting to treat a lesion using a resolute integrity drug eluting stent. It was reported that the device was advanced to the target lesion, however the device did not cross the lesion. The physician then noted that the stent was damaged.

Manufacturer narrative:
Evaluation results: (limited information provided, not possible to determine a root cause for the stent damage). Deformation problem. Evaluation conclusion: (limited information provided, not possible to determine a root cause for the stent damage).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th distal stent segment was raised and deformed.